Manufacturer narrative:
(B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that a black spec was found inside the macro side tubing of the transfer set, near the strain relief bar. No patient involvement.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) unused set with packaging was returned for evaluation. Visual examination of the set noted an embedded particulate in the marco outlet tubing which was approximately 0.20 sq mm. No visual defect were noted. The returned photo showed the same defect. Retain samples were pulled and inspected. Visual examination of the retain noted no visual defects. The retain was occlusion tested per specification with passing results. Per our supplier's investigation, the carbonized silica was embedded in the tubing and not the fluid path. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.